Manufacturer narrative:
Product was not returned for evaluation. There was no patient or caregiver injury reported as a result of this event. Historical complaint data was reviewed and found seven total complaints for securement devices for adhesive failure in the last 2 years. These devices have a complaint rate of (B)(4) for this type of complaint during that time period. Without product lot information, manufacturing documentation could not be pulled for review. Returned sample from the same customer, for the same complaint, reported at the same time, of a different but similar product, was reviewed and found not to have the same issue. The unit passed all testing and the complaint could not be reproduced. At this time, there is not enough evidence to confirm the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. As a result of an observed recent increase in reportable complaints for securement devices, an internal investigation has been launched (B)(4) no further corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented, and acted upon as warranted. Manufacturer reference file # (B)(4).

Event description:
Description: the customer is not satisfied with the device: poor maintenance of the PICC line and removals of the PICC. There is the need of removing the PICC-line and installing new central or peripheral line. Loss of adhesion may result in the accidental removal of the medical lines. These events may interrupt patient treatment and may contribute to patient injury. Therefore, this is reportable.